Event description:
The ge oec 6600 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and adjusted the 5v power supply above 5v to function correctly. The dc power cable was also re-seated. Also, c89 was adjusted as prescribed in the procedure. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.